Event description:
It was reported that a linx has been explanted on (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the event took place. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: surgeon oa dr. (B)(6); product lxm 15, lot 27647; implant: (B)(6) 2021. Additional information was requested, and the following was obtained: do you have the linx product code? Do you have the lot number and serial number (if applicable)? On what date was the device implanted? Was the device explanted as scheduled (B)(6) 2022? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc.)? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc.)? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids/ immunization drugs? Answer: on what date was the device implanted? (B)(6) 2021. Was the device explanted as scheduled (B)(6) 2022? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc.)? Reflux. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc.)? Dysphagia, weigh lost. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Yes, cortisone. If yes, what diagnostic testing was completed? Yes. Can you share the results of the diagnostic tests? I will try, but the testing was done by another doctor. Do they have an autoimmune disease? Unknown. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Unknown: patients specific. Are they currently taking steroids /immunization drugs? No. Patient wasn't adipose. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when using the linx sizing device what technique was used to determine the size? How severe was the dysphagia/odynophagia before intervention? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 27647, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2022. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? The lss2. How severe was the dysphagia/odynophagia before intervention? No dysphagia before the treatment. Was the device found in the correct position/geometry at the time of removal? Yes. No further information received concerning the weight. There is a discrepancy in the additional information: on april 25th the question was asked: ¿please specify the symptoms the patient was experiencing while the device was implanted?¿ the answer was: ¿dysphagia, weigh lost¿. Yes this is right, before the implantation of linx there was no dysphagia!!! On may 16th the question was asked: ¿how severe was the dysphagia/odynophagia before intervention?¿ the answer was ¿ no dysphagia before the treatment¿. Yes this is right while the torax linx was implanted, did the patient suffer from dysphagia (difficult swallowing)?yes, as reported summary: before linx treatment no dysphagia while implanted: development of dysphagia and weigh lost after explanation : no dysphagia patient is doing well.